Event description:
The recipient is reportedly experiencing sound quality issues due to an air pocket at the implant site. A CT scan confirmed full insertion. The recipient reportedly experienced a cold following initial implant surgery. It is believed frequent nose blowing caused the air pocket. External equipment was exchanged and programming adjustments have been made however, the issue did not resolve. Revision surgery has been scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.